Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the samples and the results were within the normal reference range. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2007 to investigate the event. The fse performed system check, high sensitivity (hs) system check troponin precision testing and qc - all met specifications. The fse then pulled the sample in question and noted large fibrin clots in the tubes. The fse verified instrument performance per established procedures. The fse addressed poor sample integrity which is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.